Event description:
It was reported that the patient experienced increased spasticity and was hospitalized. A dye study was done. The patient status at the time of the report was indicated as alive, with injury. The cause of the increased spasticity was not determined. As of (B)(6) 2015, the patient was still in the hospital with increased tightness. A dye study was planned on monday. On (B)(6) 2015, it was reported the dye study was normal. The pump was used to deliver gablofen. Patient outcome was not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).